Event description:
It was reported that the keypad buttons require increasing force and require multiple presses to elicit a response. The keypad is reportedly intact, and feels "gummy" when pushed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button was intermittently responsive; all of the other keypad buttons responded to button presses. There was evidence of keypad adhesive found under all key contacts.